Event description:
Reportable based on device analysis completed on 29nov2018. It was reported that crossing difficulties were encountered. The 79% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced but failed to cross and was expanded at 5 atmospheres before the target lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a longitudinal tear in the balloon. Returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 14cm from the hub. Microscopic examination revealed a longitudinal tear 4mm from the tip and is approximately 22mm long. The tip is damaged and the balloon is loosely folded. There is contrast present in the balloon and blood present in the guidewire lumen. Inspection of the remainder of the device presented no other damage or irregularities.